Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired in 2008 as per phone call from pt's son, due to unk reasons. Implant duration 15 days. It was not known if pt's death was device related. No further details were provided.